Manufacturer narrative:
The device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11333. (B)(4) clinical study. It was reported that restenosis, stent thrombosis (st) and myocardial infarction (mi) occurred. In (B)(6) 2012, the patient presented with stable angina pectoris. Subsequently, index procedure was performed. The 90%, concentric, type c. 3.5x35mm target lesion containing a lesion bend of <45 degrees was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). Predilation was performed and a 3.50x20mm promus element ¿ stent was deployed at 16 atmospheres. Following post dilation, residual stenosis was 0% and timi flow was 3. Two days after, the patient was discharged. In (B)(6) 2016, coronary artery restenosis occurred. Medication, angiography and percutaneous coronary intervention (pci)was performed as treatment. The following day, the event was resolved and the patient condition had improved. In (B)(6) 2017, st and mi occurred. Medication, angiography and pci was performed as treatment. The following day, st was resolved. Eight days after, mi was resolved and the patient condition had improved. In (B)(6) 2017, st and mi occurred. Medication, angiography and pci was performed as treatment. Ten days after, the event was resolved and the patient condition had improved.